Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Investigation results will be provided in the final report.

Event description:
It was reported that the patient's implant procedure on (B)(6) 2019 was aborted due to excessive scar tissue preventing the physician from placing the lead in place. No products were implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.